Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597. E1: (B)(6). Media evaluation by manufacturer: the device was not returned. However, a media was provided with the report which consisted of a short video. The video appears to show the mustang balloon device after being taken out of the patient, and it is leaking while being flushed. The event can be confirmed from this media.

Event description:
It was reported that balloon ruptured occurred. The patient had stenosis of the artificial arteriovenous fistula and was taken to the operating room for a fistula balloon angioplasty. A 7.0 x 40, 75cm mustang was advanced for dilation. During the procedure, it was noted that the balloon was ruptured. The procedure was successfully completed using the third replacement balloon, which resulted in an extended procedure time. Postoperative inspection of the balloon wall revealed a visible tear, but no significant fragmentation was observed. There were no patient complications as a result of this event.

Event description:
It was reported that balloon ruptured occurred. The patient had stenosis of the artificial arteriovenous fistula and was taken to the operating room for a fistula balloon angioplasty. A 7.0 x 40, 75cm mustang was advanced for dilation. During the procedure, it was noted that the balloon was ruptured. The procedure was successfully completed using the third replacement balloon, which resulted in an extended procedure time. Postoperative inspection of the balloon wall revealed a visible tear, but no significant fragmentation was observed. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597. E1: initial reporter phone: (B)(6).